Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source xenon lamp was no functioning. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be identified. The unit did not emit light due to a poor connection in the power supply unit. The technical evaluation confirmed that the power supply unit was faulty, it is probable that the issue of the light not being emitted was caused by a power supply unit failure. The lamp not lighting up could not be reproduced and no malfunction confirmed; therefore, the cause could not be presumed. Olympus will continue to monitor field performance for this device.